Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal. Concomitant products included paracetamol (tylenol). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight fluctuation ("weight gain / loss"), 6 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removal and oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, hormone level abnormal, female sexual dysfunction, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram on an unknown date: result: total bilateral occlusion. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received:case was upgraded from non-serious to serious incident. Surgery was added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal. Concomitant products included paracetamol (tylenol). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight fluctuation ("weight gain / loss"), 6 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removal and oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, hormone level abnormal, female sexual dysfunction, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.